Manufacturer narrative:
Date of event - unknown. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis.

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was in the popliteal artery. Target lesion comment documented: "serried stenosis predilatation by 2mm balloon". There was no vessel tortuosity and there was severe calcification at the target lesion. The angiographic data for the target lesion showed the reference vessel diameter 5mm, lesion length 1.50 mm, pre-procedure 95% stenosis and post-procedure 0% stenosis. The lesion morphology was tight concentric stenosis. The patient had a one-month follow up visit in (B) (6) of 2005. The target lesion had remained patent since the index procedure. The patient did not have any adverse events since the index procedure. There was no intervention since the procedure on any vessel. The patient had a three-month follow up visit in (B) (6) of 2005. There is a comment ¿indirect ecocdoppler signe¿. The target lesion had not remained patent since the procedure. The patient experienced an adverse event since the procedure noted as ¿trophics lesion not improved¿. The patient has not had any intervention on any vessel since the procedure. The patient had a six-month follow up visit in (B) (6) of 2005. There is a comment ¿indirect ecocdoppler signe¿. The target lesion has not remained patent since the procedure. The patient experienced an adverse event since the procedure noted as ¿trophics lesion not improved¿. The patient has not had any intervention on any vessel since the procedure. No further data provided.